Event description:
It was reported that the patient's device was working for the bladder, but when the she would urinate, walk, and cough, her bowels would open up. The patient's symptoms started three weeks ago. She went to the gastroenterologist and was given an antibiotic, but it has not worked yet. She was to see the doctor again on (B)(6). It was reviewed with the patient that the adverse effect on the bowels is listed in the manufacturer's literature as a potential effect from the device therapy. The patient wanted to know what to do, as she could not walk out of the house. It was suggested that she contact the physician. The patient stated she had an appointment (B)(6) at 3:30. It was also reported that when the stimulation was turned on, every time the patient changed programming, she would get a "terrible stick" through her body. The patient wanted the programming to stay the same but be able to control her bowels. It was reviewed with the patient that she may need to change programs to control the bowel, but also the urine. The patient stated she was on program 4 at 3.9v, but it hurt internally, so she went down to 3.0v and could manage that. It was further reported that the patient was on program 2 at 3.0v and the program was changed to program 1 at 1.6v. The patient was going to try this program until she sees the physician on friday. Additional information received reported that the patient saw the doctor and did not realize that the device was causing the bowel symptoms. The patient stated the program was changed and adjusted and it was alright more or less taking care of ¾ of the issue. The patient was passing stools every time she urinated, which was often and a lot. It was also reported the patient was having pain near the incision in the buttocks. The pain was continual with a pain rating of 7 and worse when she walked. The pain did not go away, even if she was sitting or lying, and has been occurring since (B)(6) 2012. Further information received reported the patient was still having concerns with her device or therapy, but no appointments had been made. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v906982, implanted: (B)(6) 2012, product type lead.